Event description:
Patient reported left side rupture. Patient later reported "pain, foreign body sensation, and full of bumps and hollows." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted. Patient later reported " pain, foreign body sensation, full of bumps and hollows." Healthcare professional reported recall.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the codes are: ¿ rupture: observed an opening device assessed as unidentified (tear) opening (shell thickness within specification) ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ complication related to procedure/surgery: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d4, d6b, h6.

Event description:
Patient reported left side rupture. Patient later reported "pain, foreign body sensation, and full of bumps and hollows." Device has been explanted and replaced.